Event description:
The customer's mother stated her daughter is experiencing leakage in the front of the window and is not sure whether the cannula is inserted in the skin. She had to remove the pod due to elevated blood glucose in the range of 250-280 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine whether any malfunction or defect could have contributed to the reported hyperglycemia. The customer reported that she was unsure whether the cannula was inserted in the infusion site. A cannula that was dislodged or had not inserted properly would interrupt insulin delivery and could contribute to high blood glucose. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," " because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.